Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a stuck button error. The customer¿s blood glucose level was 11.2 mmol/l. Customer stated that they did not press a button down for 3 minutes or longer. Troubleshooting was performed for stuck button alarm. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).